Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data (pd) message. Device implant date and electrode model/serial information was erased. Additionally, the battery status was showing 98 percent remaining. Technical services (ts) discussed the message is due to a memory anomaly, and indicated that the battery status is likely not accurate, however, would update to the correct status. Ts discussed this memory anomaly does not affect therapy delivery. A request was made to have data from this device analyzed. Data analysis confirmed the presence of error messages in addition to the patient data message, however, no faults or suspicious resets were observed. Analysis of device data noted the device appeared to be operating normally following the messages. The electrode data was re-entered, and the automatic setup process was completed. No adverse patient effects were reported. This device remains in service.